Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Battery compartment is broken, and downstream occlusion (dso) seal is coming off. Functional test performed. The problem stated by the customer was replicated. However, the broken battery compartment is not considered a reportable event. The peeling dso seal is considered a reportable event. The root cause for the reportable malfunction is the peeling dso seal. The dso seal will be replaced to correct the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The following information was provided by the initial reporter: it was reported that the "closing was not working". There was unknown patient involvement, and unknown patient harm/adverse event reported. The following information was provided by the investigation: it was reported that the downstream occlusion (dso) seal was coming off.